Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer also reported that the reported that the insulin pump was chipped near the battery cap. The customer reported that they received no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 47 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer performed fixed prime and the insulin did not exit. The customer was advised to replace infusion set and reservoir. The customer performed manual prime and the insulin did not exit as well. The reservoir will be returned for analysis.